Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is unknown. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: a novel phonetic approach to continuous flow left ventricular assist device auscultation. Heart & lung, november-december 2021; 50(6):780-783. Doi: 10.1016/j.hrtlng.2021.04.015. Epub 2021 jul 2. Pmid: 34217988. Additional information has been requested regarding the cause of the events, device serial numbers and patient demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed a novel method of auscultation on vads during use to determine functionality. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. All patients were assessed by electronic auscultation over the chest, simultaneous electrocardiography (EKG) and vad interrogation with waveform analysis. One patient on vad support experienced a suspected pump thrombosis and hemolysis with the pump exhibiting coarse sounds and an abrupt decrease in flow and power. After antithrombotic therapy adjustments, the pump flow/power abruptly returned to baseline. Another patient appeared to suffer dehydration with the pump exhibiting diminished pulsatility and loss of normal tone on auscultation. Intravenous (IV) fluids were administered and the vad speed was reduced. A third patient experienced tachycardia with elevated body temperature and leukocytosis. The vads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: pumps with unknown serial numbers were not returned for evaluation. Review of the sterility certificates could not be conducted since the serial numbers are unknown. Review of the available log file screenshot revealed a sudden decrease in power consumption and estimated flows followed by an increase back to baseline parameters for one patient. As a result, the reported low flow/power event was confirmed. The reported decrease in pulsatility and pump abnormal sounds events could not be confirmed due to insufficient evidence. Based on the available information, the devices may have caused or contributed to the reported events. Based on the risk documentation, the reported pump abnormal sound event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the risk documentation, possible causes of the low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Possible clinical factors that may have contributed to these events include patients¿ pre-existing histories and related comorbidities, the progression of their underlying diseases, and their complex post-operative courses. There are possible patient, pharmacological and procedural factors that may have contributed to these events. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one patient died while on vad support. The status of the vad is unknown.

Manufacturer narrative:
A supplemental report is being submitted for additional information. B2, b5, g3, h1, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.